Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500s mg/dl) and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known; however, the customer thought that the high bg was due to how the body was reacting to the insulin. A pump system check was performed and no device issues were found. The customer was working with the clinical diabetes specialist and healthcare provider to address the high bg.